Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product analysis summary:the proximal segment of the lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. (B)(4).

Event description:
The right atrial (ra) lead was returned to the manufacturer without documentation. The device was analyzed and subsequently tested out of specification. Communication attempts were made with the clinic to determine the reason for removal however the reason remains unknown as the patient has not been seen in over two years. No alternative contacts are available. No patient complications have been reported as a result of this event.